Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, the patient presented allergic reactions 30 minutes after the start of treatment using a revaclear 300 dialyzer. The patient presented with giddiness and a drop in blood pressure. The treatment was discontinued and the blood in the circuit was not returned to the patient. 200 ml of normal saline was infused to the patient. The patient returned home after termination of the treatment. No additional information is available.